Manufacturer narrative:
The device history review was completed on the reported lot v8n296. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were received; however, pictures of the cold pack were received by e-mail on 2/13/19. After reviewing the pictures, the root cause could not be determined. A quality alert is being issued to create more awareness regarding this failure mode. All production employees have been trained on this issue.

Event description:
Based on information received from the customer, a nurse was squeezing/activating a cold pack for a patient, when the cold pack reportedly ruptured and the liquid went into the nurse¿s left side of body, including her left eye, face, chest and arm.